Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: dates estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and tissue damage in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (61017u184) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mr with a grade of 3. Two clips were implanted, reducing the mr to 1. In (B)(6) 2018, the patient presented with shortness of breath and fatigue. A transesophageal echocardiography (tee) was performed which noted the mr had increased to 3 and it was suspected that a clip detached from one leaflet (slda). On (B)(6) 2019, an additional tee was performed on (B)(6) 2019 which confirmed that both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Some irregularity was seen on the posterior leaflet, but it could not be determined if the leaflet was torn. One clip was implanted lateral from the two previous clips, reducing the mr from 4 to 2+. An attempt was made to place an additional clip however the mr was unable to be reduced therefore the clip was removed and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.